Manufacturer narrative:
Customer was informed that when the patient list option is used to fill an pt demographic data during data entry, the first record in that list is selected by default. This 'patient list' button can be disabled in setup which stops this from happening and removes the option from the demographics screen. Customer has disabled the 'patient list' button and amended the record to the correct details. Instrument is performing as intended.

Event description:
Customer reported that instrument displayed erroneous pt ID whereas the pt name was correct. Customer indicated that pt sample barcode was scanned into the instrument but the pt demographics were entered manually. There was no report of injury for this event.